Manufacturer narrative:
Concomitant medical products: catheter model: 8598a, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk; ptm programmer model: 8835, serial #: (B)(4).

Event description:
It was reported that during the pump refill of 40ml on (B)(6) 2011 the patient became lethargic and was immediately sent to the ER where she received narcan and responded well to it. The medication was removed from reservoir, 39.5ml was extracted. No rotor or dye studies were performed. The integrity of the pump was questioned by the physician and the pump was stopped on (B)(6) 2011 and replaced on (B)(6) 2012. The patient outcome was noted as no injury/recovered without sequelae.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. (B)(4).

Event description:
It was reported that the patient had "an episode" last friday ((B)(6) 2011) following a pump refill. The pump was filled with a higher concentration of morphine and about 30 minutes later, patient started to feel "really bad." A pocket fill was initially suspected; patient was rushed to the ER; "they were trying to keep her awake; she was very sleepy, had difficulty breathing and felt really drunk." Patient was stabilized at the ER and the pump was turned off and eventually she was fine. The healthcare provider (hcp) pulled the medication out of the pump; the catheter looked fine, however when they pulled the medication out it was a little blood tinged. Hcp did x-rays and everything looked fine; "he just didn't trust the pump now and he wanted it replaced." In addition, it was noted that the pump was "beeping a lot." As of (B)(6) 2011, it was reported that the patient had fully recovered and was doing fine. It was stated that the alarms weren't bothering the patient but it was unknown what alarms were happening. It was added that the hcp got back the entire drug when he emptied the pump and they were now working towards pump replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.